Event description:
It was reported that the right ventricular lead was possibly fractured, as the impedance had steadily risen and was high in both the bipolar and unipolar pacing configurations. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).